Event description:
It was reported that the patient states that it feels like their heart has been racing ever since the pacemaker has been implanted. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).